Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the right and left ventricular lead thresholds had increased, but were stable. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.